Manufacturer narrative:
This report is submitted on december 5, 2019.

Event description:
Per the surgeon, the device was explanted on june 3, 2019, due to migration of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.